Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Catalog number: a complete catalog number is unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: UDI # is unknown as product serial number was not provided. If explanted, give date: not applicable, as the lens remains implanted. (B)(6). The device was not returned for analysis (the lens remains implanted.) There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient who had an intraocular lens (iol), model zmb00 implanted in the right eye experienced a sense of crossing in distant vision and that it was uncomfortable. It was indicated that the patient's subcapsular opacity was strong only in the right eye (od) and had a preoperative visual acuity of 0.8 (no astigmatism). After the operation, the patient became able to see well at the distance 1.5 and near 1.2, but there was a complaint when looking at the distance. That the patient felt like a cross-eyed (closed inside) and felt uncomfortable. The symptoms were the same even one week after the operation. It was indicated that replacement with a single focus lens is also under consideration. It was noted that this is the first time the doctor heard about this symptom. No additional information was provided.